Event description:
It was reported that a normal pump refill was done on the date of the report with no discrepancies. There was no change in drug or dose. The patient showed up at the emergency room two hours later as a possible overdose. A nurse interrogated the pump and did aspiration and 2 milliliters of medicine was missing. It was reported that no rotor study was done, but a dye study was done. The results were not reported. It was insisted that the refill was normal and the needle did not leave the port. The nurse doing the refill was quite experienced and did not have any issue with the refill procedure. Pump replacement was scheduled for (B)(6) 2014. Following the refill, but prior to explant the patient was reported to be doing fine. It was later reported the pump was replaced on (B)(6) 2014 due to battery end of life at seven years. The pump was replaced and the battery was depleted. The cause of the issue was later reported to be a suspected pocket fill of 2 milliliters. The patient recovered without sequela and was getting effective therapy. The system was being used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. It was noted that the pump motor had o-ring wear.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) office was changing their technique after being re-trained by a device manufacturer representative. The hcp office also changed their policy so that all patients have to wait for 1 hour before leaving the office after a refill to monitor for side effects. There were no issues with the refill kit. The cause of the issue was technique. The office was also going to start using ultrasound to help with the needle placement during refills. There was no history of issues after refill it was noted as well. No further information was provided.

Event description:
Additional information received reported the facility had been doing refills for over ten years and believed that recently there was something different with the regular refill kits. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.